Manufacturer narrative:
The customer contacted a siemens customer care center and reported discordant falsely elevated na results were obtained on a dimension vista 1500 instrument. Quality control (qc) results were observed to be high and out of range. The customer reseated the peristaltic tubing and integrated multisensor technology (imt) consumables (standard a, standard b, v-lyte diluent) and primed the imt fluids. Qc was within range and patient comparisons were acceptable. Siemens reviewed the instrument data files and observed that the peristaltic pump rates were low (< 65ul/rev). A siemens customer service engineer (cse) was dispatched at the customer site, a system cleaning was performed, all standards replaced, qc and diluent check was acceptable. Post the cse onsite visit, pump rates were observed to be low. Siemens had the customer replace the peristaltic pump tubing and the pump rates were acceptable (>65 ul/rev). The customer's quality control was within acceptable ranges and no other discordant patient results were observed. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on three patient samples on a dimension vista 1500 instrument (sn (B)(4)). The discordant results were reported to the physician(s). The same patient samples were retested on an alternate dimension vista instrument (sn (B)(4)), resulting lower. The lower repeat results were reported to the physician(s) as the correct result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant sodium results.